Manufacturer narrative:
Follow-up report submitted to document device evaluation results correction h3.

Event description:
The manufacturer sales representative reported that the drill overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
The manufacturer sales representative reported that the drill overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.